Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was attempted for use during a endoscopic retrograde cholangiopancreatography (ercp) with a cholangioscope procedure on (B)(6) 2026, for the treatment of cholangiocarcinoma. During the procedure, the scope lost visualization. Troubleshooting steps were performed to try to resolve the issue, including turning the machine off and on. Despite these efforts, the physician was unable to complete the biopsies due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture and expiration dates are unknown. The product was not returned for evaluation to determine whether a device defect was present. As a result, no analysis could be performed, and the reported issue could not confirmed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the available information, there is insufficient evidence to determine the exact cause; therefore, unable to exclude device problem was identified as the most probable cause. As this is a direct consequence of loss of visualization, the event of procedure 'cancelled/rescheduled - post sedation/sedation unknown' will be classified as 'adverse event related to procedure'.